Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received stating that the patient was confirmed to have been compliant with their dual anti-platelet therapy (dapt) consisting of asprin and prasugrel post implantation of the absorb gt1. There were no changes to the patient's dapt post treatment of the restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a de novo lesion located in the mid obtuse marginal (om) with mild tortuosity and mild calcification. An unspecified absorb gt1 was implanted with good end result. On (B)(6) 2016, the patient had chest pain and angiography showed 90% in-scaffold restenosis in the previously deployed absorb scaffold in the mid om segment. A re-do percutaneous transluminal coronary intervention was done and a xience alpine was deployed across the previously deployed absorb with good end result. There was no adverse patient sequela. Patient is doing fine. No additional information was provided.